Manufacturer narrative:
The company rep observed that the one battery was defective. The company rep replaced the battery (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit shut down after it was unplugged from the ac outlet. The pt was switched to another unit and therapy was continued. No pt injury was reported.